Event description:
It was reported that the neurologist recently started seeing this patient, and the first time they interrogated the patient¿s device, high impedance was observed. The patient was therefore referred for surgery. A review of device history records for the lead shows that no unresolved non-conformances were found. No known surgical intervention has occurred to date. No other relevant information has been received to date.